Event description:
It was reported that surgeon revised patient's right knee - a (B)(6) kinematic rotating hinge with a custom distal femoral component. Surgeon did not have proper components available to complete the case so surgeon installed mrh components in patient and had correct components flown in to complete the case with proper components 6 hours after removal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.